Event description:
On (B)(6) 2012, pt reported the infusion device shut-down without providing an alert/error message. The infusion device started to beep at 1:30 am. It sounded like there was an alarm, but he looked at the display and it was in the stop mode. He attempted to start the infusion device and an e2 battery depleted error appeared. He inserted a new alkaline battery, and the infusion device went to the stop mode and started to beep. The battery setting was programmed correctly. The alarm history was verified, and the infusion device did not provide an a2 low battery alert before the e2 battery depleted error. Pt reported this was not the first time this occurred. The infusion device, battery, and battery cover were replaced and requested for evaluation. No physiological effects were reported and he did not require treatment from a healthcare professional or second party to address the issue.